Event description:
It was reported that during a lap sigmoid colectomy procedure, the device was fired and worked. The device was then reloaded and fired but did not staple correctly and left a hole in the bowel. The procedure was converted to open. No other info was provided.

Manufacturer narrative:
Date sent: 08/08/2008. Info anticipated, but unavailable at this time.